Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with this process, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which was acknowledged and understood by the caller.